Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing extended ipg charging and patient's ipg was overheating when charging. The patient will undergo a full system replacement procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing extended ipg charging and patient's ipg was overheating when charging. The patient will undergo a full system replacement procedure. No device malfunction was suspected.